Event description:
The caller alleged discrepant results when comparised with the lab results.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: as per the internal procedure rev.2, the test 1, 2 and 3 are within the confident limits. The product will not be investigated. Doctor stopped using the meter.